Manufacturer narrative:
Customer reported that a pyxis medstation es system unexpectedly stopped responding preventing user access to medication. Customer reported a 15 minute delay to care. Patient undergoing respiratory distress. Required medication was racemic epinephrine and dexamethasone. Customer reported that patient's medical intervention included preparing for intubation if necessary. Patient ultimately did not require intubation. This event is recorded on complaint number (B)(4). A field service technician evaluated the device. Investigation is ongoing, the malfunction is suspected to be caused by the device's antivirus impacting system performance.

Event description:
Customer reported that a pyxis medstation es system unexpectedly stopped responding preventing user access to medication. Customer reported a 15 minute delay to care. Patient undergoing respiratory distress. Required medication was racemic epinephrine and dexamethasone. Customer reported that patient's medical intervention included preparing for intubation if necessary. Patient ultimately did not require intubation.